Manufacturer narrative:
Engineering evaluated noted that the revision reported was likely the result of excessive overall posterior tibial slope of the tibial insert (as defined by the posterior tibial slope of the proximal tibial cut and the added built-in slope of the insert), which allowed for excessive posterior contact between the femoral component and the tibial insert mainly on the medial aspect leading to catastrophic wear of the uhmwpe tibial insert.

Event description:
Revision of left knee components- reason unknown.

Manufacturer narrative:
Device evaluation pending.

Event description:
Revision of left knee components- reason unknown.